Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is recommended to hand tighten the needle onto the syringe prior to use. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
D.4. Other lot number includes 4060218 and other expiration date includes 2029-01-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-02-29.

Event description:
Material # 309623 batch # 4060218, 3340120 it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for xxx tw (B)(4)¿ defective device. Product: gattex bd plastic dosing syringe (1 ml) with needle attached (27 x ½¿ syringe). Bd syringe lot number(s): 4060218 3340120 bd catalogue number: 309623 xxx awareness date: 12feb2025 complaint owner: xxx report received from xxx: once injecting and pressing plunger into skin, the syringe disengages from the needle and the needle gets stuck in stomach. Patient not able to get full dosage when this happens. Patient reported missing 6 doses due to this issue. Status: requesting external evaluation country of origin: united states sample / photo availability: no sample or photos were provided to xx. Ae: no ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Additional information provided: 1. Can you please provide an exact date of event in format mm-dd-yyyy? 01-15-2025 2. Was there any leak? None reported.